Manufacturer narrative:
Unknown/ not provided. Date of event: the exact date of event is unknown, not provided ,but the best estimate date is between (B)(6) 2021 and (B)(6) 2021. Initial reporter telephone number: (B)(6). It was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after getting the cataract surgery, the patient¿s eye sight result fell short of their expectation. Patient needed to have more good visual acuity (va). The surgeon did not correct targeting and tried to have more myopic target. Pre-operation near vision (33cm) 0.3. Post-operation near vision (33m) 0.4. Additional information indicated that the intraocular lens (iol) was explanted. The device is not available for return. No further information is available.